Manufacturer narrative:
(B)(4).

Event description:
Procedure type: atypical lung resection. According to the reporter: first everything worked fine, green light status okay. The instrument fired the reload only half, then it could not be fired any longer. The reload was opened and second straight reload use with single use instrument. There was no patient injury. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. No adverse event was reported due to the delay in surgery. There was no extension of incision. Nothing fell into the patient cavity. No reinforcement material used.